Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin. Reportedly the customer did not remove the air from cartridge during the loading sequence. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 391 mg/dl.